Event description:
Ous MDR. Inappropriate shocks with ventricular oversensing were reported after an implantation time of 18 months. The lead was exchanged.

Manufacturer narrative:
Ous MDR. The mechanical and electrical properties of the lead were tested during the analysis. No deviations from the electrical specifications were detected that could be related to the clinical complaint. A deformation of the shock coils could be detected. The crimp connection of the proximal shock coil was damaged and protruded from the insulation. This damage manifestation requires excessive mechanical stress. The analysis showed no indications of manufacturing errors or material defects. Excessive tensile forces during the explantation should be considered. The signs of cutting probably also stem from the explantation process.